Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level due to this issue. Reportedly, the customer reverted to manual injections for insulin therapy.